Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after swimming with the pump. The reporter was allegedly unable to navigate beyond the verify screen for this reason and stated that water could be seen behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: moisture was observed behind the pump display lens. The bolus button cover was completely detached from the pump. A leak test was performed and a bolus button leak was found. The pump case was opened and moisture was observed throughout the pump interior. No damage was observed to the pump keypad cover. The functionality of the keypad could not be tested due to moisture. The keypad cover was removed and no contamination or damage was found to any of the key contacts. (B)(4).